Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was replaced due to stenosis with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although the root cause of this event cannot be confirmed (device remains implanted), it appears that the patient's stenosis was likely caused by the calcification noted. There have not been any allegations of a quality deficiency related to the edwards valve. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 21 mm edwards valve was replaced with a transcatheter heart valve via valve-in-valve procedure. Implant duration is approximately nine years. It was identified, through review of source documentation provided, that there was prosthetic aortic valve stenosis. Intraop tee demonstrated severe diffuse leaflet calcification with reduced opening in systole consistent with aortic stenosis. The patient underwent successful tavr with post-implant tee showing the new valve in the aortic position with normal valve mobility. No aortic regurgitation noted post-baseline.